Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath aortic annular plane in the interventricular septum and the patient had valve implanted at a final depth of 3mm non-coronary cusp and 6mm left coronary cusp. It was also indicated that the patient does not have a past medical history of arrhythmia. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted into a patient. During the procedure, the patient temporarily experienced a left bundle branch block. No intervention or treatment was required. On (B)(6) 2023, a complete heart block occurred, and a permanent pacemaker was implanted. Hospitalization was prolonged to monitor the rhythm. The patient is reported to be discharged.